Event description:
During a sleeve gastrectomy surgical procedure,clips from a ml-10 muti-fire clip applier fell out of the device. The patient anesthesia time and the length of the procedure were extended by 15 minutes.